Manufacturer narrative:
(B)(4). Submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K133890. Investigation. Samples received: 1 open race pack. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 2,844 units of this code-batch. There are no units in our stock. We have received one open and used sample with the needles detached from the thread. Furthermore, the thread is broken. However, without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Remarks: when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
The reporter indicated that the thread breaks and the needle detaches easily. This occurred at the aortic and femoral anastomosis creating uncertainty in the suture. No patient information is available.